Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The x-ray images within the journal article have been reviewed. In reviewing the images, it was not possible to confirm device issue. Therefore it is not possible to confirm a depuy ¿ synthes product malfunction. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed corrected: b4.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed marongiu g, conte m, verderosa v, congia s, dessì g, verona m, mazzarello v, donadu mg. Late onset periprosthetic joint infection of the knee caused by streptococcus anginosus. Case presentation and literature review. J infect dev ctries. 2021 mar 31;15(3):436-441. Doi: 10.3855/jidc.12326. Pmid: 33839720. Objective and methods: the purpose of this article is to describe the case of a late onset periprosthetic knee infection due to streptococcus anginosus successfully treated by a two-stage revision arthroplasty and postoperative antibiotics. 70-year-old male patient received a left attune revision knee in 2015. The patella was not resurfaced, and unknown cement was utilized. In (B)(6) 2017, the (B)(6) patient reported walking difficulty, swelling, and pain in the left knee. Radiographs performed at the time suggested possible loosening and/or osteolysis of the tibial plateau. Serum pathology tests identified elevated esr (129 mm/hr) and crp (9.45 mg/dl). Further pathology tests identified elevated wbc and confirmed the presence of streptococcus anginosus in the left knee. In (B)(6) 2018, the patient received a 2- stage revision of the left attune primary knee with a competitor antibiotic spacer. The osteolysis and/or loosening of the tibial tray was not confirmed intraoperatively. The patient was treated with a 6-week course of antibiotics and eventually successfully received a competitor revision knee. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: attune primary knee including the tibial tray, femoral component, and tibial insert. The cement utilized was unknown. Adverse event(s) and provided interventions associated with depuy devices: left knee revision to treat pain, walking difficulty, and swelling secondary to confirmed infection.